Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (B)(6) underwent a trial procedure for an axium neurostimulator system. After the conclusion of the trial, when the lead was being removed, it broke and approximately 30cm of the lead remains implanted. No interventions are planned at this point. Device information was requested, but was not provided to the manufacturer.

Event description:
Device information was provided to the manufacturer and has been added to this report.